Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering of insulin. Customer blood glucose was 327 mg/dl. Customer stated symptoms related to high blood glucose that was nausea. The user alleged that the insulin pump was under delivering due to bolus was delivering properly. Customer was treated with manual injection or insulin pen. The insulin pump will not be returned for the further analysis.